Event description:
At about 7 months after the primary surgery, the patient came in reporting pain, and the cause was unknown. The surgeon revised the patella to a thinner patella and removed more bone. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 july 2025: gmk-spherika 02.12.e001rp gmk-sphere resurfacing patella e-cross - s1 (k202022) lot. 2400498: (B)(4) items manufactured and released on 21-dec-2020. Expiration date: 01-dec-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Conclusions: the surgeon opted for a thinner patella and additional bone resection due to unknown clinical factors, likely related to intraoperative bone stock assessment during the primary surgery. No device-related anomalies were identified. The root cause is therefore considered patient-specific and not device-related.